Event description:
Customer reported there was a discrepancy in the device memory value. When turning on the device, a result of 377 mg/dl appeared and it should have been 121 mg/dl. No treatment was received. A request was made for return product and replacement product was sent.